Event description:
Additional information received indicates that patient is stable and wound/infection resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient¿s ipg incision site was oozing and did not close well. As such, surgical intervention took place where in the ipg was explanted to address the issue. Later, lab results for the ipg confirmed that the patient experienced an infection at the ipg site. The infection is being treated with antibiotics.